Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys troponin I stat immunoassay result for one patient from the cobas e411 rack analyzer. From the first sample, the result was 1.44 ng/ml. From the second sample, the results were 0.44 ng/ml and <0.16 ng/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.